Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: two batteries (bat903205 and bat814767) were not available for evaluation. Additionally, log files were not available for analysis. As a result, the reported events could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving batteries that rapidly discharge can be attributed to soldering or welding defects. Events involving a battery not charging can be attributed, but not limited, to an internal battery communication error, faulty integrated circuit, improper weld, soldering defect, out of temperature range, and/or a charge time-out of eight (8) hours. Additional products: bat814767 - battery h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for return device evaluation. Updated section: d9 return date product event summary: one (1) battery (bat903205) was returned for evaluation. One (1) battery (bat814767) was not returned for evaluation as it was lost. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was received in an inoperable state; the battery was unable to charge or provide power. Further testing revealed that test equipment was unable to read the battery status due to a communication problem with the main integrated circuit (ic). Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main ic. Supplemental testing revealed that the battery was unable to be fully reset, indicating a fault with the main ic. Log file analysis was not performed since log files covering the reported event date were not available for analysis. As a result, the reported not charging event was confirmed. The reported power consumption issue event could not be confirmed; however, it is possible that the battery bat903205 being unable to provide power was perceived as the reported power consumption condition. The most likely root cause of the reported event involving bat903205 can be attributed to a fault of the integrated circuit that controls the battery. CAPA pr00519785 is investigating this battery issue. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported power consumption issue involving bat814767 can be attributed to soldering or welding defects. An internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and (B)(6) annex c and d codes. Product event summary: one (1) battery (B)(6) was returned for evaluation. One (1) battery (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was received in an inoperable state; the battery was unable to charge or provide power. Further testing revealed that test equipment was unable to read the battery status due to a communication problem with the main integrated circuit (ic). Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main ic. Supplemental testing revealed that the battery was unable to be fully reset, indicating a fault with the main ic. Log file analysis was not performed since log files covering the reported event date were not available for analysis. As a result, the reported not charging event involving (B)(6) was confirmed. The reported power consumption issue event could not be confirmed; however, it is possible that the battery (B)(6) being unable to provide power was perceived as the reported power consumption condition. Based on an investigation conducted under CAPA (B)(6), the most likely root cause of the reported event involving (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported power consumption issue involving (B)(6) can be attributed to soldering or welding defects. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date: 31-dec-2020, serial#: (B)(4) UDI #: (B)(4), device availabel for eval: no. Mfg date: 02-dec-2019, labeled for single use: no. (B)(4). Additional information has been requested regarding the csv log files of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one battery was not charging and both battery had power consumption issues. The first battery does not show any bars when pushing the button. The second battery suddenly dropped from three bars to one bar and once placed on the charger showed three bars. The batteries were replaced. No patient complications have been reported as a result of this event.